Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth pairing test was performed and failed. The allegation was confirmed. The probable cause was a defective transmitter. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
D9 device returned to MFR - correction. D9 date device returned - correction. G3 date received by mfg - correction. H3 device evaluated by mfg - correction. H2 - correction.

Event description:
Subsequent to the initial MDR, a correction is required.